Event description:
An endurant abdominal stent graft system was implanted in the patient for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm approximately three weeks ago. The aortic neck had 50 degree of angulation and it was 13 mm in length and it was 22 mm in diameter. It was reported that the stent graft was inadvertently deployed 5 - 7 mm lower than intended and two or three stent rings of the ipsilateral limb were deployed prior to cannulating the contralateral limb. This partially blocked off the contralateral limb and it was not possible to cannulate the contralateral side with a guidewire. The decision was made to deploy the remainder of the ipsilateral limb. The physician attempted to go up and over to snare the wire in the contralateral gate; however, this was unsuccessful. The physician attempted an axillary approach still unsuccessful. The decision was made to deploy a second bifurcated stent graft within the first bifurcated stent graft creating an aorto-uni-iliac followed by a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine. Review of several still images show that the bifur was placed below the renal. The ipsilateral limb is fully deployed and the contralateral limb was not cannulated by the wire. The gate is in the distal aaa and may be constrained by the ipsilateral limb and/or aneurysm wall. The image post-aui conversion shows that there is no flow into the contra gate. The second bifurcated was implanted approximately 5mm above the first bifurcated stent graft.

Manufacturer narrative:
(B)(4). Evaluation, method: (films). Evaluation, results: inherent risk of procedure (stent graft misplacement); incorrect technique/procedure (stent graft was inadvertently deployed lower than intended). Evaluation, conclusion: operational context contributed to event (stent graft was inadvertently deployed lower than intended).